Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced stoma site inflammation with purulent discharge. An abdominal ultrasound was done and the patient¿s physician determined no urgent action was required. Oral augmentin was prescribed.

Manufacturer narrative:
Reference record (B)(4). Abbvie is not the manufacturer of the device and has no reporting responsibilities as a distributor, importer, or sponsor in this country; therefore abbvie is not required to take any reporting actions. Responsibility for reportability lies with the manufacturer. Submission of MDR#2112318 was not required.